Manufacturer narrative:
Philips service replaced the fuse ny16 f9 and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that a burnt fuse in the m-cabinet caused system failure on an azurion 7 b12. The clinical use of the system was outside of use. There was no reported patient or user harm.